Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime or seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected critical pump error during testing. Insulin pump received with partial white display during the self test and high sleep current measurement due to moisture damage on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was 180 mg/dl. The customer was also advised to discontinue use of insulin pump until replacement arrives. The insulin pump will be returned for analysis.